Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2008. Subsequently, the patient was revised (B)(6), 2011, due to femoral loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.